Event description:
Customer obtained results of 419 mg/dl on accu-chek inform meter in comparison to lab result of 167 mg/dl within 10 minutes. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.